Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment of device or device component.

Event description:
It was reported that a capio device was used during a sacrospinous fixation procedure. During the procedure, the device would not capture the suture into the cage and the dart was detached from the suture during deployment. The detached piece did not fall off into the patient. Another capio device was used and successfully completed the procedure. There were no patient complications reported as a result of this event.